Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 was present in the device trace download due to broken trace at pin on keypad assembly. Toggled on/off and increased or decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device received with pillowing keypad overlay, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received an alarm which indicated that hardware low level failure. Customer was able to clear the alarm and able to rewind insulin pump. Insulin pump was failed in self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.